Manufacturer narrative:
Section h10. Additional information, 12/1/2023: through follow-up, it was clarified that the debris was noticed after opening the patient interface container and there was no contact with the eye. This event is no longer considered reportable malfunction. No further information will be provided for this complaint.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section e1. Telephone number, (B)(6). Section h3-other (81): the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported residue on their patient interface. All procedures were completed with a new patient interface. No complications reported. No further information was provided.